Manufacturer narrative:
Product event summary: analysis confirmed the programmer will not turn on; a printed circuit board assembly found out of electrical specification. Analysis also found the power supply fan is noisy.

Event description:
It was reported the programmer will not turn on. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 rf (radio frequency) head; product ID 229047 analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.